Manufacturer narrative:
A replacement power adapter was sent to the customer. Initial f/u attempts to obtain add'l info and return of the original power supply were unsuccessful. A review of the complaint file was performed on 07/20/2011 and determined the event to be not reportable. The customer responded on 08/02/2011 and provided add'l details, including a report of sparking, and indicated the power supply would be returned. The original power cord was received on 09/29/2011, and medela engineering conducted an analysis of the part. In summary, a breach in the insulation on the dc output cord was present in two places, exposing wires and resulting in a short which could cause the reported sparking. As a result of CAPA (B)(4) which was initiated for pump in style transformer overheating/melting issues, a field action safety notification was initiated on 04/04/2011. Activities related to this notification are on-going. Eval summary: a visual examination of the power supply revealed no deformation on the transformer housing and no holes or openings. A visual examination of the cord revealed a breach in the insulation at the strain relief and at the dc end of the cord, exposing both positive and negative wires. The power supply was plugged in and the voltage across the dc plug was measured at 12.7 vdc, which is normal and indicates that the power supply is producing the correct voltage. Resistance across the dc plug was measured at over limit to 0.77 mega-ohms, which indicates that there is no short in the dc cord. Smoke, fire and sparking were not observed while the power supply was plugged in. The resistance across the ac blades measured at 58.1 ohms, which is normal and indicates that the thermal fuse did not blow.

Event description:
The customer reported to customer service that the power supply for her pump has exposed wires; the pump works with the battery pack. No injuries were reported.